Event description:
During a coronary drug eluting stenting treatment procedure, advancing the stent delivery system issues occurred. The patient had an anterior myocardial infarction and was admitted via ER. Urgently the patient was found to have a thrombus in the mid left anterior descending artery with total occulsion in the lesion. The vessel diameter was reported at 3.5mm. The physicianused percusurge to remove the thrombus and it seemed to resolve all problems. The velles was then pre dilated with a maverick 2.0x20mm balloon. The physician inserted a taxus express2 3.50 x 12 mm drug eluting stent through cordix xb 7f guide catheter and whisper guide catheter. As soon as he inserted the stent, the stent delivery system stuck in the catheter without any reason. Finally, he could not take out the stent, so he removed the whole system from the patient and started again. Afterward he did not have enough problem completing the procedure with another of the same device, no patient complications were reported. Heparin and nitroglycerin were given during the procedure and plavix was prescribed for 6 months post procedure.